Event description:
The customer originally returned his olympus camera head due to a damaged cable. According to the initial reporter, the cable had torn off following the completion of the procedure. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the camera head was not producing an image. This event is being submitted to capture the lack of image discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of a damaged cabled was confirmed. The cable had been torn. Additionally, the subject device was not producing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of no image likely occurred from the cable being separated from the charged-coupler device (ccd) unit. Separation of the cable may have occurred from pulling on the cable with excessive force. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.